Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.0.1, product ID: 9735795r, serial/lot #: -, h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The n avigation system then passed the system checkout and was found to be fully functional. B01, c19, d14 are applicable. H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the first session there was a problem handling with new gpu memory data. After reboot, the session started without any issues and no evidence captured in the logs related to pcoip. Analysis found that the issue was related to the software. B01, c10, d18 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a cranial biopsy procedure. It was reported that the camera cart monitor went black during surgery. The camera was still on and the surgeon was able to continue. The camera cart monitor was black for 3 to 5 seconds. Upon booting back up the monitor was going to pcoip then to the normal screen. The issue occurred while the surgeon was navigating needle during a vertek biopsy. The main monitor had no issues. There was a surgical delay of less than one hour and no impact on patient outcome.